Event description:
Customer reported a button error on her insulin pump. She replaced the battery and the alarm was cleared. Customer stated that only a little insulin is coming out. Customer's blood glucose is 421 mg/dl. She treated with a manual injection. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed all functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.